Event description:
Additional information was received that the right ventricular (rv) lead was electrically abandoned due to a suspected fracture. The pacemaker is programmed to pace and sense in the atrium only. The medical personnel noted that following this programming change they were still receiving alerts from the remote home monitoring system due to out of range impedance measurements. Boston scientific technical services (ts) discussed that this particular alert was not able to be programmed off in the remote monitoring system, however turning off daily measurements for the rv lead would resolve any further alerts. At this time the rv lead and pacemaker remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during an interrogation oversensing of noise on the right ventricular (rv) channel was observed. The noise was reproducible with left arm movements. It was noted the patient is not pacemaker dependent. The medical personnel stated that there was a lead safety switch (lss) from approximately one month earlier. Boston scientific technical services (ts) reviewed the data on the remote home monitoring system and found that the lss had been triggered due to high out of range pacing impedance measurements of greater than 2000 ohms for the pacemaker and rv lead. Ts also noted that the impedance measurement remained at greater than 2000 since the lss was triggered even with the lead in unipolar. There were also stored events with noise. The most recent rv automatic threshold test showed good measurement of 1.4 volts, however the clinician indicated that output was now set to 5 volts so thresholds must have increased since that time. The medical personnel stated she would set up appointment with physician and the patient to discuss. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that there was a lead revision attempted, however it was noted the patient was occluded on the left side. The pocket was closed and the patient was given the option of extraction of the lead and reimplant of a new lead on the left side or a whole new system on the right side. The patient is still deciding. At this time the pacemaker and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.